Manufacturer narrative:
Olympus was informed that the customer ultrasonic gastrovideoscope was returned to the olympus repair center for a reported ¿tube that connects part of the scope to the tower is not tubular anymore, there is a part that is crushed¿. The problem was found during an unspecified event. No death, injury or harm was reported.upon inspecting and testing, a piece of the pink colored rubber probe cover at the distal end was cut/torn off and exposing the probe core. This report is being submitted to capture the cut/torn off piece of the distal end probe cover.

Event description:
Olympus was informed that the customer ultrasonic gastrovideoscope was returned to the olympus repair center for a reported ¿tube that connects part of the scope to the tower is not tubular anymore, there is a part that is crushed¿. The problem was found during an unspecified event. No death, injury or harm was reported.upon inspecting and testing, a piece of the pink colored rubber probe cover at the distal end was cut/torn off and exposing the probe core. This report is being submitted to capture the cut/torn off piece of the distal end probe cover.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device evaluation revealed the following faults with the returned subject device: (a) there was play and looseness in the control knob, (b) an abnormal sound was heard when operating the control knob, (c) the a-rubber on the unit was scratched, and (d) the universal cord was damaged, along with some other broken elements. Per the legal manufacturer, these faults have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. The investigation confirmed that the pink rubber on the probe unit was cut. A review of the device history record found no deviations that could have caused or contributed to this problem. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the device was subjected to stress. The occurrence of this problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿chapter 3 preparation and inspection: 3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.